Event description:
One patient sample with a false negative beta hcg result. Initial sample gave result of 0. A different sample from the same patient was tested in a different laboratory and gave result of approximately 7000 (units of measure not provided). The initial sample was repeated using the initial method and gave result of 572 (units of measure not provided), which is concordant with the 7000 result received in the alternate laboratory. If additional information is received, appropriate notification will be provided.